Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on may 12, 2026, a nursing instructor discovered fluid leakage at the connection between the compression sleeve and the catheter while priming the catheter prior to administering an IV infusion to a patient. A new catheter was subsequently inserted to continue the infusion.